Manufacturer narrative:
The customer has requested an event log review. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. No devices received, log review only.

Event description:
The customer reported a programming error while at a hospice facility. The device should have been programmed at 6mg/hr, but instead was programmed at 60mg/hr which finished the infusion sooner than expected. No other information is currently available.

Manufacturer narrative:
The customer¿s report of a programming error was confirmed. A review of the pcu event log shows that pump module sn (B)(4) was infusing hydromorphone ultrc concentration: 500mg / 50ml at a calculated rate of 0.6ml/h due to the dose having been manually changed to 6mg/hr on (B)(6) 2015 1:31pm. The infusion completed on (B)(6) 2015 at 4:13am and the programming was restored to infuse at the same rate until the device was powered off at 4:24am. At 7:33am, the device was programmed to infuse the same drug at a manually entered rate of 6ml/hr and a manually entered vtbi of 49ml resulting in a calculated dose of 60mg/hr. Both a clinical advisory alert and guardrails alert were accepted in order to continue with the infusion. The infusion completed at 3:44pm as programmed. At 3:47pm, the dose was manually changed to 6ml/hr with a vtbi of 10ml; the infusion was then started at a calculated rate of 0.6ml/hr. At 3:59pm, the channel off key was pressed and the pcu was powered off. The root cause was identified as user programming error. No device was returned for investigation.

Event description:
The customer reported that a programming error occurred while infusing dilaudid 500mg/50ml sq at a hospice facility. The device was programmed by the nurse with the dose and rate reversed; it should have been programmed at 6mg/hr, but instead was programmed at 60mg/hr; the alarm was over-ridden by the nurse at the bedside. The infusion completed sooner than expected. There was no reported harm to the patient, however there were more frequent nursing checks.